Event description:
It was stated that the customer passed away in an automobile accident. The customer was wearing the insulin pump at the time of the accident. The contact was assisted in reviewing all of the insulin pump settings and arrangements were made to return the insulin pump for analysis. Two phone calls to the medical doctor were made, but there was no answer. A phone call was made to the home phone number on file and the customer's relative stated the customer experienced low blood glucose levels prior to the death. No blood glucose reading was reported and no further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. The insulin pump passed the displacement tests. Unable to perform further testing due to the prime anomaly.